Event description:
It was reported when using the pyxis medstation es system drawer failed to close. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the right-side rail of drawer 2 needed to be replaced. A field service engineer replaced the rail and the cradle to resolve. The system functioned as intended after the field service engineer troubleshooted the device.